Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of the returned sample: the complaint sample was returned for evaluation and the following was observed: four workhorse ii balloon catheters were returned for evaluation. One of the four returned samples was returned in the opened packaging. The packaging mandrel and the protective sleeve has been removed. There is a stretched section, 1.5cm in length, 10.5cm from the distal tip. This catheter could not be inflated. The other three samples were returned in their sealed packaging. The packaging was opened and the catheters were removed. The protective sleeves and packaging mandrels were still present. The protective sleeves and packaging mandrels were removed and no defects were observed on the catheter shafts. These samples were inflated and deflated without resistance. During the evaluation of the returned samples there were no signs of a catheter that would not deflate. Conclusion: the complaint investigation for "balloon would not inflate" has been confirmed during the evaluation of the returned sample. Four samples were returned for evaluation, one of the four had been opened and the other three were returned in their sealed pouches. The sample that had been opened was returned without the packaging mandrel or the protective sleeve. There is a stretched section, 1.5cm in length, 10.5cm from the distal tip. This catheter could not be inflated. The other three samples were returned in their sealed packaging. The packaging was opened and the catheters were removed. The protective sleeves and packaging mandrels were still present. The protective sleeves and packaging mandrels were removed and no defects were observed on the catheter shafts. These samples were inflated and deflated without resistance. The complaint investigation for "balloon would not deflate" is unconfirmed. Of the samples returned for evaluation there was not a sample that would not deflate. The cause of this complaint is unknown. Possible causes of these complaint types are the method of removal of the protective sleeve and packaging mandrel or flare on the protective sleeve which can stretch the catheter shaft when excessive force is used to grip the protective sleeve as it is removed. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. If the stretched section occurred during the manufacturing process, it would have been detected during this inspection. The instructions for use state the following to help prevent stretching from happening: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." These types of complaints will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
(Three incidents on two patients). First balloon would not deflated, second consecutive patient - balloon would not inflate: (7x4 and 6x6). Two balloons used.